Manufacturer narrative:
There is insufficient information to preform a product investigation.

Event description:
Painful - vagina [vulvovaginal pain]. Painful vagina - applicator [medical device site pain]. Scratching me - vagina [genital injury]. Scratching me vagina - applicator [medical device site injury]. Discomfort - vagina [vulvovaginal discomfort]. Discomfort vagina - applicator [medical device site discomfort]. Applicator fail upon insertion [complication of device insertion]. Spikes at the front of the applicator [device physical property issue]. Applicator fail upon insertion - failed to release tampon fully - get stuck [device deployment issue]. Case description: consumer reported via email that half of the tampon became stuck in her vagina. No serious injury was reported.